Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was used in the patient for the endovascular treatment of a 65 mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 23 mm and the diameter of the aneurysm entry is 28 mm. Proximal neck length by centerline is 35 mm. The right common iliac is 14 mm in diameter and 35 mm in length. The left common iliac is 15 mm in diameter and 48 mm in length. During the index procedure the final angiography confirmed occlusion of the left renal artery. The bifurcated main body was delivered accurately and did not cover the renal artery. The physician attempted to implant another manufacturer stent; however, the physician had insertion difficulties and decided to abandon the attempt and complete the procedure. The physician noted that during touch up with a reliant balloon a dissection occurred; therefore, the dissection occluded the renal artery. Patient has been suffering from renal function; therefore, the physician decided to continue to monitor the patient. No additional clinical sequelae were reported and the patient is doing fine.